Event description:
The issue involves cerner millennium powerchart message center inox. When the results folder is filtered by event set and the event set display and event set name are different, result filtering may not function correctly. If the result filter is in message center and is an inclusive filter, results may be filtered out incorrectly. The impact associated with this issue is that patient care may be delayed or missed as follow-up may not occur. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on january 28, 2009 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.